Event description:
It was reported that during treatment the patient called in stating that the pico slipped off the bed and now all lights are illuminated. The treatment was stopped. No delay was reported and no backup device was available. No additional information available at this time.

Manufacturer narrative:
D10, g4, h2, h3 and h6. We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out across all pico 7 products, there have been further complaints reported with this issue in the past three years. The device was used for treatment and was not returned for analysis. It was reported that the device was dropped and subsequently all lights were illuminated. This means the device entered a non recoverable error state and therefore can no longer deliver therapy. After review of the information provided the damage to the pump was determined as the most likely root cause. This confirmed a relationship between the event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.